Event description:
Boston scientific crm received information that this lead may have caused an effusion in this patient. Shortly, after implant, a chest x-ray was taken which showed some fluid present. Efforts to remove the fluid were successful, however, the physician elected to explant this lead and replace it. As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary. On 6/25/10 - (B)(4) informed us that this device was returned.